Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) prematurely depleted. The ins reached elective replacement indicator (eri) at 2.65v. The cause of the issue was not determined. Impedances were checked and they were all within normal range. A revision was done and the ins was explanted and replaced. The issue was resolved after replacing the ins. No patient complications were anticipated.

Manufacturer narrative:
Analysis of the ins revealed that the device had reached eri at 2.6v, after 13.25 months. Longevity calculations determined this was within normal battery depletion range given the parameters. The device is expected to display eri at 2.6v. If information is provided in the future, a supplemental report will be issued.